Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Corrected user facility name. Evaluation summary: (B)(4): distal conductor fractured. The full lead in segments was returned and analyzed. The distal and defib conductors were distorted, several conductors had blood, outer tubing kinked, outer insulation melted, outer tubing overlay melted, outer insulation breached cut, outer tubing overlay breached cut, blood on helix, lead stretched. (B)(4) distal conductor fractured, outer insulation breached cut, lead stretched, and blood noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had high impedance, oversensing and an apparent fracture possibly due to sub-clavian crush. The right atrial lead was reported to have high impedance and an apparent fracture. The leads were replaced. The patient reported being shocked 10 times within an hour. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the atrial lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) distal conductor fractured. The full lead in segments was returned and analyzed. The distal and defib conductors were distorted, several conductors had blood, outer tubing kinked, outer insulation melted, outer tubing overlay melted, outer insulation breached cut, outer tubing overlay breached cut, blood on helix, lead stretched.